Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 4 minutes: 32.2 mmol/l and 12.9 mmol/l. The customer took 12 units of fast-acting insulin based on the result of 12.9 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips are no longer available and will not be returned.